Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) and another medic utilized the product to perform an intubation on a patient. The metal pin on the handle broke during use for (B)(6), so the other medic attempted intubation with a new device but the result was the same". No report of patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4), the sample was not returned; however, the customer provided two photos for evaluation. Visual inspection of the photos confirmed the handle were broken and missing the metal rod that a blade would mount on. The damage seemed consistent with past failures covered under a scar (supplier corrective action request). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The complaint of a broken handle has been confirmed by the returned customer photos. The metal rod the blade would mount on was separated and the plastic was broken off where the rod would be. Based on the photos, the damage is within scope of scar. The scar has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Event description:
It was reported "(B)(6) and another medic utilized the product to perform an intubation on a patient. The metal pin on the handle broke during use for (B)(6) , so the other medic attempted intubation with a new device but the result was the same". No report of patient injury or consequence. Patient condition reported as "fine".